Event description:
It was reported the pt was not getting relief from his scs system. He reported he wanted his system removed because it is irritating and he refused to be reprogrammed. He stated his stimulation coverage was not effective and he will discuss his options with his physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.